Manufacturer narrative:
The ess performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess observed the customer did not wipe down the scope until after they suctioned the water through the scope, they did not perform the suctioning of air for 10 seconds, they also did not correctly perform the air water cleaning adapter step during bedside cleaning. They did not hold the air water cleaning adapter in for the full 30 seconds. There was no associated patient infection reported.

Manufacturer narrative:
Correction: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the facility staff was less trained in device handling and/or reprocessing in accordance with the instructions for use (IFU). The IFU cautions the user against insufficient reprocessing as follows: "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ the IFU specifies the process of precleaning as follows: "wipe the insertion section: dip clean lint-free cloths or sponges in the water and wipe the entire insertion section of the endoscope. Wipe from the boot at the control section toward the distal end. - aspirate water: immerse the distal end of the insertion section in the water. Depress the suction valve on the endoscope and aspirate the water through the endoscope for 10 seconds or more. - flush the air/water channel with water and air: 1 turn the light source on. 2 switch 'off' the airflow regulator on the light source. 3 detach the air/water valve from the endoscope and place it in the detergent solution. Attach the aw channel cleaning adapter to the air/water cylinder of the endoscope. 4 immerse the distal end of the insertion section in the water. 5 switch the airflow regulator on the light source to maximum 'high'. 6 depress the button of the aw channel cleaning adapter to flush the air channel with water from the water container for 10 seconds or more. 7 release the button to flush the air/water channel with air for 10 seconds. 8 turn the light source off.¿ olympus will continue to monitor field performance for this device."